Manufacturer narrative:
(B)(4). The customer complaint of a sheath damaged in use was not able to be confirmed by complaint investigation of the returned sample. The customer returned one, opened psi kit including one undamaged, representative sheath assembly and dilator for evaluation. The customer stated that a representative sample would be returned for investigation. No signs of use were observed on both components. Visual inspection revealed no obvious defects or anomalies on the returned components. Visual inspection of the actual complaint sample could not be performed as it was not returned. The sheath body length measured 4 1/4" via calibrated ruler, which was within the specifications of 4" - 4 1/4" per sheath assembly product drawing. The sheath body outer diameter (od) measured 0.15120" via calibrated micrometer, which was within the specification of 0.1495"-0.1545" per sheath extrusion graphic. Dimensional inspection of the actual complaint sample could not be performed as it was not returned. The returned dilator was able to pass through the returned sheath with minimal resistance. Functional inspection of the actual complaint sample could not be performed as it was not returned. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage." A device history record review was performed, and no relevant findings were identified. Based on these circumstances, no root cause can be determined without the reported, defective sample re turned. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "when product opened, sheath was bent, able to use for purpose of volume however not able to float swan ganz catheter.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "when product opened, sheath was bent, able to use for purpose of volume however not able to float swan ganz catheter."